Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the right atrial (ra) lead implant procedure, the lead exhibited unstable thresholds. Diagnostic testin g/troubleshooting performed. The ra lead was inactivated, and remains in patient out of service. No patient complications have been reported as a result of this event.